Manufacturer narrative:
H3. The returned 8703w catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. The returned 8578 catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (2,000 mcg/ml at 752 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was experiencing withdrawal symptoms and increased spasticity. There were no known external factors. There was a failed catheter access study on 2024-05-28 so a catheter revision occurred. Upon opening the pump pocket, the catheter appeared to make a 90 degree turn distal to the pump connector. The aspiration of the catheter access port (cap) was slow. The pump was taken out of the pocket and the bend in the catheter was straightened out but the aspiration attempt was slow again. A new 8780 was implanted and the old catheter was explanted. At the completion of the surgery, the cap chamber aspiration was faster than with the old catheter. Also to note, there was good retrograde flow once a new catheter was placed. The cap was successfully aspirated once the pump was in the pocket and ready to close. The event was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8703w (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 1997; explant date (B)(6) 2024 brand name ; product ID 8578 (lot: n283424006); product type: 0184-catheter; implant date (B)(6) 2011; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative stated that the cause: it was asked but unknown at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.